Event description:
The patient had an orif(open reduction and internal fixation) to repair a left intertrochanteric fracture on (B)(6) 2023. The surgery went well with no complications. On or around (B)(6) 2023, the smith & nephew hardware fractured at the distal interlocking screw. She required a revision on (B)(6) 2023.